Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier didn't close. The user completed the procedure using a backup medium-large clip applier with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: the issue occurred while the surgeon attempted to clamp onto a vessel or tissue bundle. The clip opened after closure. The surgeon claimed that the clip never locked when attempting to clamp. This occurred during the first clip application. A backup instrument was used to continue the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, a clip cannot be properly loaded into the clip groove of the grip-tips. Components adjacent to this severely bent grip do not show damage. The complaint was confirmed by failure analysis. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.